Event description:
Caller reported blood glucose results of "over 300" mg/dl on advantage system 1, "in the 100's" mg/dl on advantage system 2 within 10 minutes. No lot number or expiration date provided for advantage system 2 . Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for advantage system 1, medwatch with identifier (B)(6) is for advantage system 2.